Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Onsite functional and visual examination was performed by the manufacturer representative. The cable was replaced and the issue was resolved. The cable was returned to the manufacturer for analysis. The system passed a system checkout and was returned to an operational condition. Functional testing was performed on the returned cable. No fault was found. The cable passed all testing and was determined to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the axiem box was not communicating with the fusion system. Rebooting the systems separately and then connecting them once booted did not resolve issue. The system still showed red status under the emitter details. Unplugging the emitter did not fix the issue. The axiem box was still showing the green power led as illuminated but not the navigation led. Medtronic navigation was aborted. There was no patient impact reported and a delay to surgery of less than one hour.

Manufacturer narrative:
Manufacturer updated to proper value.